Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the clip jumping open and the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. During preparation of the clip delivery system (cds 80726u257), after establishing final arm angle (efaa), the clip jumped open to 180 degrees, and one gripper arm was raised and one lowered. The device was not used in the anatomy and was replaced. A new cds (80726u249) was advanced to the mitral valve; however, while establishing final arm angle (faa), the clip opened while locked. Troubleshooting was performed, but was unsuccessful; therefore, the clip was not implanted and the cds was removed. A new cds was used without issue. One clip was implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported difficult to open or close issue and gripper actuation issue could not be confirmed during returned device analysis as the device functioned normally. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip jumping and gripper actuation issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.